Event description:
It was reported the patient's ipg can no longer communicate with the programmer or charger. The patient plans to undergo surgical intervention to address the issue and to meet with his physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.